Manufacturer narrative:
Follow-up #1: based on our investigation, the root cause is most likely the surgeon accidentally over-flexed midface b leash which resulted in breakage. This can occur during the vertical elevation of the device combined with downward retraction of the lower lid to maintain visibility of the screw anchor site.

Event description:
Customer states it broke during procedure. A back up device was successfully used and there were no injuries.

Event description:
Strap broke while lifting the tissue upward. A back up device was successfully used and there were no injuries.